Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.   H3: 81: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a plasma leakage. As per the user facility, they were in (cpb) cardiopulmonary bypass for 327 minutes. They first noticed the event on 200 minutes into cpb. As a mitigation, they increased sweep, and the (fdo2) fractional delivered concentration was at 100%. The functionality was decreased, but it was not enough to warrant an oxygenator changed out, or addition. No known consequence or health impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 06, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation) ; h3 (updated device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 213, 67). Visual inspection of the actual sample upon receipt with no anomaly such as a breakage was found. The unit was then leak tested after being rinsed and dried, the blood channel was filled with colored saline solution, with no leak noted. Afterwards, the blood outlet port side was clamped, and the inside of housing on the gas channel side was confirmed, when air pressure of 2 kgf/cm2 was applied into the blood channel from the blood inlet port side. No leakage was found. There was no anomaly found in the manufacturing record and the incoming inspection record of the actual sample. It is possible that there are unknown factors that contributed to the plasma leakage. However, a definitive root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.